Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestrated bipolar forceps instrument had a damaged wire at the wrist. The instrument was replaced and the procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that a wire was damaged at the wrist. The instrument was found with frayed cables along the proximal and distal area. Four frayed cable strands were sticking out. No damage was found on pulley and clevis area. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.